Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient passed away. An autopsy revealed the leads were loose and break was noted but it is not confirmed whether this contributed to patient death. No additional information was available.